Event description:
It was reported that zipfix gun would not ratchet prior to surgery. No patient involvement was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the device received is the sternal zipfix second generation instrument of lot number: 8572081. The returned device was inspected on 12 sep. 2014 by sustaining engineering in (B)(4) switzerland. It was found that two components of the device, that prevent the user from cutting the implant under tension, are deformed. The deformation is too an extent that the device does not allow the user to tension an implant anymore. The deformation on the two sheet metal parts is almost uniform which indicates an intentional deformation to the components. Sustaining engineering cannot determine when this deformation to the components occurred. This deformation is not design related. Therefore this design evaluation is closed as inconclusive. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. (B)(4). Returned to manufacturer: checked as no on initial medwatch submission. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.